Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the pa was setting up the vasoview hemopro for use to harvest the vein and did not notice anything wrong. While inflating the cuff of the trocar during vein dissection, it was observed that the cuff would not inflate at all. The air escaped as it was inflating. They proceeded with the case using that trocar in the incision without cuff inflation. The same device was used to complete the procedure. The hospital did not report any patient effects.